Event description:
The customer reported having trouble with the multiview workstation (central pt monitor w/telemetry option) displaying an ECG waveform. However, the numerical value was displayed. When the simulator was connected with a setting of 80 bpm, there was no waveform and the readings displayed were incorrect. The reading was off by 10, at 11:14am, 12, at 11:12am, and then finally 3 at 1:53pm. The biomed reported that this has happened on other occasions throughout the hospital. Their remedy to correct this condition was to reset the multiview workstation cpu. The condition was no longer present. No pt impact reported.